Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted for treatment of a 5.35 cm diameter abdominal aortic aneurysm. Vessel morphology at the time of implant was reported as severe thrombosis and conical in shape. The proximal aortic neck was 31 mm in diameter. A recent follow-up CT shows apparent stent graft migration about 2 cm below the renal artery but there is no leak and the sac has shrunk over 5 mm in the interim. The physician is going to monitor the patient. The patient will not return for at least 6 months. No additional clinical sequelae were reported and the patient is fine. Additional information was received as follows: films were received. Pre-implant sizing documented the aaa is 53.5 mm in diameter. The neck is 3 + cm in length and it is 25-26 mm in diameter for 5-6 mm and contains a lot of thrombus. Then the neck is 30 mm with less thrombus. Previous information from a study approximately one year post-op shows the aaa was 4.7 cm. Sizing sheet documents the aortic neck is 31 mm proximally and 15 mm down it is 33 mm in diameter. The aneurysm is 5.3 cm in diameter. The distance from the right renal to the flow divider is 9.5 - 10 cm. There is significant stent migration of 6.9 cm with a proximal type I endoleak present and the bifurcated stent graft has fallen into the sac and is scrunched (kinked). There is approximately 15 mm of seal potential in the aortic neck, with use of a 36 mm diameter stent graft; however, no intervention has been done or planned, and the patient will be monitored.